Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned loaded inside the capsule of the delivery system. The valve was removed from the delivery system in the galway return product analysis lab where an infold was observed upon retraction. The valve was then forwarded to the santa ana return product analysis lab inside a heart valve return kit jar fully submerged in cloudy 0.2% glutaraldehyde solution. The valve was received in a crimped state with the inflow aspect exhibiting an elliptical appearance. As received, all leaflets were in a partially closed position with a gap between all free margins. The leaflets were stiff and limited flexibility. All leaflets exhibited signs of severe creases and frame imprints. Tissue thinning was present where frame imprints were observed. These conditions may be associated with the valve being crimped inside the delivery system for an unknown duration of time. All commissures appeared intact. The tissue around the valve skirt was dry with signs of frame imprints. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded; however, appeared to maintain a compressed condition. It is possible the compressed state may be associated with the valve being in loaded inside the delivery system for an extended period of time. There was no evidence of frame kinks or bends after warm saline submersion. Due to the return condition of the valve, a deployment simulation could not be performed. Conclusion: the device history record and frame record were reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. As reported, patient had severely calcified native leaflets which may have been a contributing factor to infold. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: five static images and fifteen media files were provided for review. The patient¿s partial executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 90.2mm with a perimeter derived diameter of 28.7mm suggesting a 34mm valve. The native aortic valve appeared to be significantly calcified. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implant attempt. There is evidence of at least two deployment attempts, but no signs of an infold were observed. An infold occurred during the third deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. A new valve was loaded, and fluoroscopic load inspection confirmed a good load. The new valve was deployed successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0012257980); product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with severely calcified native leaflets, a pre-implant dilation was performed using a 26 mm balloon. The fluoroscopic valve load check was unremarkable. Infolding was reported on the third release. The valve was recaptured and removed from the patient. A replacement valve was loaded onto a replacement system and successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured due to a deep height. A procedure delay occurred as a result of the infold to load a new valve.